Manufacturer narrative:
.

Event description:
It was reported that the patient was admitted to the emergency room with a remote transmission that indicates the patient was inappropriately shocked for ventricular tachycardia (vt)/ ventricular fibrillation (vf) therapy. The patient¿s heart rhythm episodes appears to be atrially driven resulting in the shock therapy. A follow up with the patient¿s healthcare provider on record yielded no further information. The patient¿s implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.